Event description:
Event description cpi received information that during interrogation of this implantable cardioverter defibrillator (ICD), an error code was displayed. The code was cleared; however, during interrogation one month later, the error code was again displayed.